Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed an e315 scope communication error. The issue was observed during reprocessing after the intended unspecified therapeutic procedure and was completed with the same device. The patient was not under sedation and no delay was noted. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection, due to corrosion on plug unit, the image was not displayed and e315 error was reported. Also, the outer cover of scope-connector had severe crystal attached which was caused by insufficient cleaning. The image was shadowy due to scratches on the objective lens. Other components also showed scratches: the flexibility adjustment ring, the hand grip, the right/left knob, the up/down knob, the suction connector and the suction connector cover. The following components showed corrosion: the air/water cylinder and the forceps channel port. Discoloration was found on the following: the switch box, switch button 1, and the connecting tube. Further, the image guide protector was damaged, the suction cylinder was shaved, the objective lens was chipped, the light guide lens was chipped, and the angulation wire angle was out of specifications. Finally, the light guide connector showed marks consistent with third party service. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fluid invasion of the scope connector during user handling. That then caused an abnormality of electrical parts , and the suggested event occurred. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image the user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU: "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.